Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) broke during deployment, and part of the device could not be removed. An unknown 4f sheath was placed over the wire, the ruptured balloon and wire were removed, and manual hemostasis was maintained for 10 minutes. There was no reported patient injury. Assistance was requested from another technician and physician, and another device was taken apart to understand the issue. The device will not be returned for evaluation. This report is sourced from a medwatch.